Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter was unable to connect to the pump, despite multiple attempts to start the continuous glucose monitor (cgm) sensor session. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.